Event description:
It was reported that a minimum fill notification intermittently occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.